Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocars leaked during a vitrectomy procedure. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. The finished goods consumable lot was manufactured with seven valve entry component lots. A device history record review for each of the component lots was conducted. According to the device history record reviews, three lots were reprocessed for anomalies that did not contribute to the customer complaint. The device history record review did not point to a root cause because the lots were reprocessed and the product was released in accordance with all product acceptance criteria. Four lots had no anomalies found based on the device history record reviews. No additional investigation is required based on device history. A complaint history examination indicates this is the ninth complaint received for leaking against the components of the reported lot. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. The root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection. This complaint reported lot includes affected manufacturing lots. The post assembly inspection has been discontinued. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted customers have been contacted, trocar plugs made available, and other risk mitigations discussed. The manufacturer internal reference number is: (B)(4).